Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation, the balloon (subject device) was inflated normally with the guidewire inside; however, a leak was observed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Product available to stryker. The device history record review confirms that the device met all material, assembly and performance specifications. Visual amd microscopic investigation of the returned device found that the distal end of the balloon was burst/ruptured. During functional evaluation the balloon catheter was unable to be flushed and a 0.0166¿ patency mandrel was unable to be advanced through the balloon catheter as hardened contrast was occluding the balloon catheter. A leak test was unable to be performed on the device as the balloon catheter was occluded with hardened contrast. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on review and analysis of available information and the investigation results, the cause of the reported issue cannot be conclusively determined. Therefore, an assignable cause of undeterminable has been assigned to the reported event.

Event description:
It was reported that during preparation, the balloon (subject device) was inflated normally with the guidewire inside; however, a leak was observed. There were no reported clinical consequences to the patient.